Manufacturer narrative:
(B)(4). It was reported that the device had performance breakage needle. A failed suture needle was submitted for fractographic evaluation. The component was identified as product code v998h. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. It was received for analysis nine unopened samples of product code v998, lot mg8dldp0. During the visual inspection of the unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were as expected; also, the tip and body of the needles were examined no defects or needle breakage were observed. The sutures were dispensed without problems and examined along of the strand and no defect were observed. Also, the samples were tested by resistance test to needle and the needles met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance breakage needle were found on the sample.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device product code v998h lot mg8dldp0, and no non-conformance's were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2019 and suture was used. When suturing the patient in the upper jaw the needle broke, just a small piece, some mm of the needle was left on the suture. The patient got the other end of the needle in the throat, the surgeon saw this and managed to catch the needle with a mirror. They asked the patient to lean to the right side and the needle lay on the patient¿s cheek and the surgeon took out the needle. There were no adverse patient consequences reported.